Manufacturer narrative:
(B)(4). Pump failed rewind test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37. Pump¿s history and trace files downloaded successfully using thus software. Pump error 37 was found during testing and in the history files not on the event date however pump error 37 was found on (B)(6) 2023 at 23:20:02.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and motor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: missing display cover, cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, broken belt clip rails and cracked case-corner of belt clip rails. Cosmetic damage confirmed at the belt clip rails. Pump error 37 was confirmed due to moisture damage located at the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a crack location of the damage clip rails. Troubleshooting was performed and the customer stated that the insulin pump was dropped. The customer confirmed that there was no damage to the retainer ring and out of box damage. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and the device was returned for analysis.